Event description:
It was reported that the patient recieved 3 inappropriate shocks after a fall. The patient presented to the phsyician and an interrogation of the device showed oversensing and noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), the proximal conductor was fractured (overstress), the outer insulation was breached and had environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched.